Manufacturer narrative:
Multiple parts were cleaned, replaced, or calibrated when troubleshooting the issue, however, no definitive part was identified as the cause for the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional tickets for falsely elevated b12 patient results. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaint activity for the issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I b12 results for multiple samples. Additionally, the customer noted a positive bias with quality controls (qc). Qc started showing the positive bias in (B)(6) 2024. However, qc was within range on 07jan2024 and patient samples were being run. Qc was then out of range during the next qc run. The customer performed a look back and identified discrepant patient results. The following data was provided: sid (B)(6): initial result = 336 ng/l, repeat = 258 ng/l. Sid (B)(6): initial result = 337 ng/l, repeat = 256 ng/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I b12 results for multiple samples. Additionally, the customer noted a positive bias with quality controls (qc). Qc started showing the positive bias in (B)(6) 2024. However, qc was within range on (B)(6) 2024 and patient samples were being run. Qc was then out of range during the next qc run. The customer performed a look back and identified discrepant patient results. The following data was provided: sid (B)(6) : initial result = 336 ng/l, repeat = 258 ng/l. Sid (B)(6) : initial result = 337 ng/l, repeat = 256 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.